Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir¿s piston was stuck and the customer could not remove it after refilling insulin. The customer¿s blood glucose was unknown. The customer stated that this anomaly has occurred seven times, all from the same box of reservoirs. The reservoir will not be returning for analysis.